Manufacturer narrative:
Additional devices listed in this report: cat # 502-11-54e, lot # 45318801, description: trident hemispherical cluster hole shell; cat # 623-10-36e, lot # mmpbxt, description: trident 10° x3 insert 36mm ID; cat # 6260-9-236, lot # mmmmje, description: v40 cocr lfit head 36mm/+5; cat # 2030-6525-1, lot # mnd4, description: 6.5 cancellous bone screw 25mm; cat # 2030-6530-1, lot # mmpnh, description: 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient called alleging pain and bump around incision area following hip surgery back in (B)(6) 2013. Patient explains that surgeon stated that eveything was normal. Patient followed up with another physician who aspirated fluid around surgical site and also stated everything was normal. Patient is requesting information on implants used and wants to know if product was ever recalled.

Manufacturer narrative:
An event regarding pain involving a citation stem was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "there is no evidence of any prosthesis related problems with the right total hip arthroplasty in this case. " device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient called alleging pain and bump around incision area following hip surgery back in (B)(6) 2013. Patient explains that surgeon stated that everything was normal. Patient followed up with another physician who aspirated fluid around surgical site and also stated everything was normal. Patient is requesting information on implants used and wants to know if product was ever recalled.